Event description:
Pt was revised to address pain. The patella button was found to be loose and had fallen inferiorly. Poly wear of the insert was also reported.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported based on the lack of the products to examine and insufficient product info. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.